Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted. It was reported that on (B)(6) 2009, the patient underwent placement of boston scientific pinnacle device for anterior & posterior enterocele repair, vaginal vault suspension and suprapubic cystostomy. It was reported that the patient underwent placement of monarch sling on (B)(6) 2009. It was reported that the patient underwent mesh revision on (B)(6) 2009 due to urinary retention. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was also reported that patient underwent mesh revision/removal in 2009 due to pain. No additional information was provided. (B)(4).